Event description:
Physician mentioned "difficulty" with ehl lithotripter unit. Md did not report incident until 3/25/94.during procedure, patient sustained perforation to ureter. Because of delay in reporting of incident, probe had been discarded.bio med. Dept. Tested another ehl unit on hand according to mfgr. Specifications without evidence of malfunciton.